Event description:
It was reported that restenosis occurred five months after the original stent was implanted and is considered a labeled and anticipated side effect of the stenting procedure. However, the need for a balloon catheter for treatment is considered medical intervention to prevent impairment.